Manufacturer narrative:
Unit received with failed batt test due to corroded battery tube. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify motor error alarm or no delivery alarm due to failed batt test alarm. Motor passed motor test. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a motor error alarm. The customer's blood glucose was 562 mg/dl. Troubleshooting was performed. The customer stated that the drive support cap was normal. Customer performed displacement test and it was passed. Customer also stated that there were air bubbles in the tube. The insulin pump will be returned for analysis.